Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Later, patient reported no complaint against the device. Un-reporting this record.

Event description:
Patient's representative reported through abbvie's medical information "ruptured", "pain" and the implant is moving into the pockets. Later, patient reported no complaint against the device. Later healthcare professional reported "suspicion of intracapsular rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, d6a.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, malposition.

Event description:
Patient's representative reported through abbvie's medical information "ruptured", "pain" and the implant is moving into the pockets. This record is for an unknown side. Device remains implanted.